Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their device never works. Additional information was received. Caller reported the ins never helped them any. Caller then stated it maybe helped for a little bit, but at the time it was not helping any. Patient was redirected to their healthcare provider. Additional information was received from a consumer indicating that the patient¿s previous device never worked, it depleted and was replaced. No further complications were reported.